Event description:
A custom medline surgical pack was received with a note stating "the outer dust cover had a tear in it and there was also a tear on the blue drape cover-exactly in the same spot as the outer dust cover hole." The holes had been circled by surgical staff, and were photographed. This was discovered prior to the start of a case, and no harm came to the patient. The field rep has been made aware and will pick up the pack to pass along to medline's quality team.